Event description:
It was reported that fourteen (14) days after the customer started to use the product, the inflation line became detached from the pilot balloon. No patient injury was reported.

Manufacturer narrative:
Other text: manufacturing device history record review was not performed because it is a supplier design issue. A product sample was received for evaluation. Visual inspection was performed. Visual inspection found the inflation line was detached from pilot balloon. The root cause of the reported issue was found to be the supplier design. This issue was escalated to an internal CAPA and the occurrence is being monitored via the tnd corrective action.